Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted lead, a pacing lead with a non-retractable helical electrode, could not be effectively rotated in during implant. The lead with delivery system was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that difficulty was experienced fixating the helix into the tissue and the helix was unable to spin deep enough into the myocardium.